Event description:
The ge oec 9800 fluoroscopy system lost cmos settings and system would not boot up.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the cmos battery to restore function. The system was tested and found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction. This system is located in other country.